Event description:
Treatment of a left ophthalmic internal carotid artery (ica) aneurysm. During pipeline deployment, it was reported that the pipeline would not open on the proximal end so it was removed and discarded. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).